Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that device failed pressure transducer test during pre-use check. Identification of issue has been done by analyzing problem description, service report and device's logs. There was no patient involvement. According to the information provided by the technician, both pressure transducer printed circuit boards (pcb) were replaced. The issue has been resolved and the device was delivered to the user in working condition. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. Defective pressure transducer pcb may lead to high pressure. The evaluation of provided device's logs confirms occurrence of pressure transducer test failure. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).